Manufacturer narrative:
The site clinical engineer worked with the rse. The device evaluation found it needed an ac power module. The customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem was an ac power module. The reported problem was confirmed by the site clinical engineer.

Event description:
It was reported to philips that the device's power supply is malfunctioning. There was no patient involvement.